Event description:
It was reported that during the procedure to implant the lead, the physician observed that the metal ring inside the lead cap was "spinning" before the torque wrench "clicked" (indicating that the screw was tight). The lead cap was used to protect the lead at the completion of the stage 1 implant phase. The physician was concerned that this "spinning" of the ring inside the plastic cap increased the risk of damaging the lead. The physician removed this cap and replaced it with another lead cap. It was also noted that the physician used another manufacturer's burr hole cover accessory, during the implant surgery. No injuries were reported for this event and the patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Product ID: neu_wrench_acc. Product type: accessory, product ID: neu_wrench_acc. Product type: accessory, product ID: neu_leadcap_acc, lot# unknown. Product type: accessory, product ID: 3389-40, lot# 0205721753, implanted: (B)(6) 2012, explanted: unk. (B)(4). Evaluation results: for torque wrench. Analysis of lead cap accessory, model, lot# unknown, showed that lead cap connector was twisted. Analysis of both returned torque wrenches showed no anomalies.